Event description:
A complaint was received from a customer that reported only half of the "hundreds unit" is being displayed. While on the phone a review of the system was conducted. The display issue appeared to be intermittent and inconsistent. A request was made to return the unit for evaluation and in the meantime a replacement unit was provided.